Event description:
It was reported that during elective device replacement, pre-op scans revealed externalized conductor. All measurements were normal. The physician elected to leave the lead implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.